Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had vehicle accident due to low blood glucose level and customer transport to emergency room on november 18, 2020. Customer eaten too much and had high blood glucose level was 447 mg/dl. Customer had low blood glucose level of 10 mg/dl, they treated with dextrose via intravenous. Customer also treated with food for low blood glucose level. Customer was not using auto mode at the time of incidence. The insulin pump will not be returned for analysis.